Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial/lot # (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the ipg site. The patient's pocket opened up and her ipg was exposed. The physician assessed that the infection was procedure related (see MFR report #: 3006630150-2013-02608). The patient was administered antibiotics and was released from the facility post operatively.